Manufacturer narrative:
Correction: please refer to (device code). This device is concomitant and did not contribute to the reported failure. The peripheral screw was found to be locked to the baseplate and therefore did not migrate. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "the patient returned to dr. (B)(6) office for a follow-up. Upon examining x-rays it was obvious that peripheral screws had migrated through the baseplate requiring revision surgery."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient returned to dr.'s office for a follow-up. Upon examining x-rays it was obvious that peripheral screws had migrated through the baseplate requiring revision surgery."